Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1023905) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported getting a lower than feels reading of 75 mg/dl on their freestyle meter on (B)(6) 2011 at 8:30am and reportedly fainting with subsequent loss of consciousness and feeling upset and nervous. The customer reportedly self-treated with glucose tablets and food to counteract the event. No third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.